Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt (B)(6) lost stimulation. A diagnostic test revealed impedance issues for all lead contacts. Prior to this occurrence, the pt's stimulation matters were successfully addressed via reprogramming. Surgical intervention will be undertaken at a later date to address this most recent issue.